Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. Covidien was not authorized to repair the unit. The customer inspected the device and could not duplicate the reported failure. No parts were replaced. The unit passed extended self testing. It is not verified that the vent was inoperable, and that a malfunction occurred.